Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to infection. The pt underwent a three stage revision. An antibiotic spacer was placed on (B)(6) 2012. The spacer was removed on (B)(6) 2012 and another spacer was placed. This spacer was removed on (B)(6) 2013, and all new devices were implanted.